Event description:
This lead was implanted on (B)(6) 2006. And explanted on (B)(6) 2012, for an unknown reason. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).